Event description:
It was reported that during a sigmoid colostomy bag reversal procedure the surgeon fired the device on the bowel and when he removed it from the bowel after the firing it was still attached to the device at the anvil site. He placed the bowel back into the patient and removed the anvil from the proximal side. He then oversewed that area the anastomosis site twice to insure it was secure at that site. There was no patient consequence. There was no evidence that there was a leak or that any of the staples were malformed when he removed the device from the bowel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.